Manufacturer narrative:
Product event summary: the device was not returned for evaluation. Review of the device's manufacturing documentation confirmed that the device met all requirements for release. The reported event was confirmed via analysis of log files which revealed an increase in power consumption beginning on (B)(6) 2017. Multiple high watt alarms were logged beginning on (B)(6) 2017. It was reported that upon performing lysis therapy, pump and hemolysis parameters normalized. There is no evidence that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported event can be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital with a suspected ventricular assist device (vad) thrombosis. The log file analysis showed high power with a significant increase of the pump parameters. The acoustic measurement showed a 3rd harmonic and the lab showed increased hemolysis and hematuria. Both point to an intra pump thrombosis. Lysis therapy was performed. Pump and hemolysis parameter normalized. The acoustic did not show a 3rd harmonic anymore. After several days of watching the patient he was discharged home and the vad remains in use. No further patient complications have been reported as a result of this event.